Event description:
Livanova received a report through the theme clinical study that bleeding was noted at the cannulation site of the protekduo 29fr cannula during a procedure. Several units of packed red blood cells were delivered to the patient over the course of a couple of days before a stitch was placed at the site and the bleeding stopped.

Manufacturer narrative:
Patient information was not provided. Device lot number was not provided, so UDI and expiration date could not be determined. As lot number is unknown, manufacture date could not be determined. Livanova manufactures the protekduo 29fr cannula. The reported event occurred in (B)(6). Patient reportedly suffered from covid-19, which can lead to excessive bleeding through anticoagulant therapy. The patient was reportedly on anticoagulants. There is no known malfunction of the protekduo cannula in relation to this event. If any additional information relevant to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The initial report indicated that the patient was suffering from covid-19 and was on anticoagulants, which can contribute to bleeding events. As the patient suffered from covid-19 and the event occurred more than 18 months prior to it being reported to livanova, the devices were not made available for investigation. However, it is known that covid-19 disease can contribute/lead to excessive bleeding when on anti-coagulation therapy. Taking this into account, the most likely root cause of the reported event is patient-related. Based on the available information, there is no indication that the protekduo cannula experienced any malfunction. Therefore, it cannot be ruled out that the issue was due to severe patient condition with the contribution of prolonged device usage. In addition, some bleeding at the cannula site is expected and planned during patient insertion and is expected when dilating. Dilation and cannulation is conducted by trained personnel as foreseen by device instruction for use. The lot numbers of the devices were not provided, thus DHR review cannot be performed. No other specific action was deemed necessary. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. H3 other text : device not returned, discarded by customer.